Event description:
It was reported that unspecified bd¿ needle has a hole and won't allow insulin to be dispensed. The following information was provided by the initial reporter: it was reported that the needles do not have the hole in the tip and it is preventing insulin from actually being dispensed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed for difficult/unable to operate or for needle point integrity (no hole) due to unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ needle has a hole and won't allow insulin to be dispensed. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needles do not have the hole in the tip and it is preventing insulin from actually being dispensed.